Manufacturer narrative:
Although there have been attempts to receive further information regarding the event, no additional details were provided. The device was not returned to edwards for analysis because it remains implanted in the patient. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event with the available details. The device history record (DHR) review was not completed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency nor was one confirmed through investigation. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards received information that this 21mm bioprosthetic aortic heart valve is failing after twelve (12) years, two (2) months due to unknown reasons. The patient is currently being evaluated for transcatheter valve replacement but a procedure has yet to be scheduled. No additional details were provided.

Manufacturer narrative:
(B)(4). Based on the information received, the cause cannot be conclusively determined; however, patient factors and progression of valvular disease likely contributed to the event.

Event description:
Patient had severe aortic stenosis. The 23mm transcatheter valve showed significantly reduced gradient with 6 mm residual post gradient and no significant aortic insufficiency with preserved left ventricular systolic function. The patient tolerated the procedure without complication and was transferred from the operating room in stable condition. Patient was discharged on post operative day two.

Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The clinical observation was unable to be confirmed. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. There can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd), a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. A definitive root cause cannot be determined. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per obtain information, the patient underwent valve-in-valve to treat his stenotic bioprosthetic aortic valve. An edwards transcatheter valve was successfully implanted.